Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Event description:
Pt s/p coronary angioplasty and stent placement on (B) (6) 2010. Post procedure, right groin sheath was removed, followed by with a hemcon patch and manual pressure. Approx, 3 hours post sheath removal while pt was still on activity restrictions/ bedrest, head-of-bed was elevated to eat and pt experienced "hurting" in right groin. Upon inspection of right groin, large hematoma, "painful to touch" was noted. The pt was positioned in trendelenburg for bp control and manual pressure was re-applied to right femoral artery groin until bleeding subsided. The pt was discharged home on (B) (6) 2010 without any additional complications.